Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.1 opened, but on the screen when trying to recover, none of the cubies popped open. Every cubie in the drawer showed not detected on bus, which located on 1pava. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the auxiliary drawer 4.1 was failed due to defective row board tray. The field service engineer fse replaced all 4 row board tray from a nonfunctional drawer. After installation verified that all functions were operating normally. All cubie functions were tested and confirmed to be normal with every cubie opening and releasing properly. The system functioned as intended after the field service engineer repaired the device.